Event description:
Unknown if products explanted prior to their burial. Additional information was received that the patient died from acute respiratory failure. The patient was positive for (B)(6) in their nares. The patient was in (B)(6) care for acute end of life patient care.

Event description:
It was reported from a state school that a vns patient died and it had nothing to do with their vns reported from a non medical professional. Therefore, this event reported. The patient was buried and it is unknown if their vns products were explanted prior to their death. The patient was in a state school and transferred to a hospice for care where they later died. It is likely their death was expected since in hospice care. At this time their cause of death is not known. Sudep is not suspected.

Manufacturer narrative:
Unknown if device explanted prior to burial not death.